Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "scratch" (scratched material [iol (intraocular lens) implant]). A theatre mgr reported an intraocular lens (iol) was exchanged due to a scratch on the lens. The theatre mgr reported the surgeon noted the scratch during a postoperative visit and felt that it could affect the pt's visual acuity and elected to exchange the iol. Add'l info has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested. (B)(4).